Event description:
It was reported that the customer was hospitalized with high blood sugars. The customer said the pump had alarmed "no delivery" several times. Troubleshooting revealed that customer changes the infusion set every three days and there was scar tissue at the insertion site. Explained the rule of changing the infusion set after two consecutive high blood sugar readings and recommended rotating the insertion site.